Event description:
It was further reported that the pt experienced an mi thirteen days post index procedure. Target lesion 1 had residual stenosis of 0% after implantation. Target lesion 2 had a residual stenosis of 0% after implantation. Two-thirds of the stent, from target lesion 2, covered the 2nd diagonal with one-third extending into the lad proper. Plan was made to further evaluate the rica with an outpatient myocardial perfusion scan. The pt presented to non-enrolling hosp with symptoms of recurrent angina associated with a syncopal episode, thirteen days post index procedure. Medication list on admission noted plavix and coumadin thereapy. Per source documents, ECG showed st segment depression in the inferior leads, old q waves in the anterior leads, and poor r wave progressing. The sg segment elevation myocardial infarction based on elevated troponin levels, however, cardiac enzymes did not meet guideline definition for mi. The pt was treated with asa, plavix, and lovenox. ICD interrogation that was performed the same day showed appropriate function with no tachvcardia noted. Coronary angiographyt, 14 days post index procedure, revealed ostial thrombus occlusion of the previously placed 2nd diagonal stent with collateral filling from the distal lad. Continued medical therapy was recommended. The pt also resumed. Coumadin therapy the next day for history of right axillary deep vein thrombosis. The pt continued to experience intermittent chest pain and had a second episode of syncope 18 days post index procedur.e per source documents, ECG was unchanged, no arrhythmias were recorded on telemetry, and a CT scan of the head was negative for cva, mass, or hydrocephalus. ICD interroagation again showed appropriate function with no tachycardia noted. A carotid duplex study (date unknown) was also negative. The pt developed chest pain and exhibited ECG changes at rest during an excercise tolerance test 19 days post index procedure. He was subsequently referred for cardiac catheterization and possible intervetnion.

Event description:
Clinical study - same case as MDR 6000089-2005-01334. Same patient as MDR 6000089-2005-01336, and -01337. It was reported that 14 days after a coronary artery drug eluting stenting treatment procedure the patient experienced a sub acute stent trhombosis (sat). The index procedure treated two target lesions. Target lesion 1 was a 2.5 mm vessel diameter, 90% stenosed region of the distal circumflex artery (cx). The lesion was 15.0 mm in length, was mildly tortuous, and had mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x20 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. Target lesion 2 was a 2.75 mm vessel diameter, 90% stenosed, ostial, bifurcated region of the 2nd diagonal artery. The lesion was 10.0 mm in length, was mildly tortuous, and had mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x16 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The patient was discharged from the hospital four days post index procedure receiving asa and plavix. The site reported that the patient experienced a sub acute stent thrombosis 14 days post index procedure. The event was confirmed by angiography. The actions taken to resolve the sat included hospitalization, cardiac medication change, and target vessel reintervention (tvr) the patient was reported to be in satisfactory/good condition. In the opinion of the physician there was a probable relationship between the sat and the taxux stent.